Manufacturer narrative:
The insulin pump alarmed during prime test due to due to faulty force sensor. Unable to perform the occlusion, basic occlusion and excessive no delivery test due to prime anomaly. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. No unexpected sirens or audio beep anomalies were noted. The insulin pump was received with a broken reservoir tube lip. The insulin pump was received with a cracked case at lcd window corners and battery tube threads. The insulin pump was received with a scratched lcd window.

Event description:
Customer called to report a hospitalization due to high and low blood glucose. The current blood glucose reading is 45 mg/dl. Customer has treated with food. The insulin pump has alarmed button error. Nothing further reported.